Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 04/29/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: during investigation, the display screen was dim and discolored. Additionally, a persistent horizontal line was observed running across the screen. The pump cover was opened and the display flex was found to be defective. Unrelated to this issue, the paint finish on the pump was faded and chipping. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).